Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) loop failed to cut. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare loop failed to cut the polyp and the device failed conduct current. The procedure was completed with another snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
The device does not have any visual failure. The device passed the retroflex test and the electrical test with a resistance of 11.8 ohms, within specification. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; as a result the complaint could not be confirmed a device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare loop failed to cut the polyp and the device failed conduct current. The procedure was completed with another snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.